Event description:
It was reported that during a procedure using the dyonics rf-s whirlwind 90 degree probe, one of the metal ablation tips on the head of the probe broke off and fell into the surgical site. The surgeon was able to retrieve the broken piece from inside the pt without significant delay. The procedure was completed without further incident. There were no pt complications reported as a result of this event.